Manufacturer narrative:
(B)(4). Lead: model 39565-30, lot# n143612005, implanted (B)(6) 2008, explanted unk; extension: model 3708120, serial# (B)(4), implanted (B)(6) 2008, explanted unk; extension: model 3708120, serial# (B)(4), implanted (B)(6) 2008, explanted unk; recharger: model 37752, serial# (B)(4).

Event description:
It was reported that the patient could not feel stimulation in his back, but did feel it in his legs. Additional information received reported, the patient had fallen and had not been able to get coverage since the fall. Reprogramming was performed but did not improve coverage. Impedances were within normal limits. The physician ordered x-rays to check lead placement but results were not provided. Additional information has been requested but was not available as of the date of this report.